Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation of doesn¿t stay focused was not confirmed. Additionally, other evaluation findings include the following: no image when connecting camera head, and failed leak test due to punctured cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the autoclavable camera head did not stay focused. The issue was found during procedure. There were no reports of patient harm.

Event description:
The customer reported to olympus, the autoclavable camera head did not stay focused. The issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.